Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, including tightening connections and delivering boluses, which led to the recurrence of the alarm. The caller was informed about avoiding preloading cartridges and was advised to replace supplies as necessary and resume insulin therapy.